Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they allege insulin pump was under delivering. The customer blood glucose level was 246 mg/dl at the time of incident and the current blood glucose of the patient was 357 mg/dl. Customer stated the other blood glucose value was 257 mg/dl, 252 mg/dl. The insulin pump will not be returned for analysis.